Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) due to a charge time (CT) of 22.5 seconds and the battery voltage was 2.68. It was noted that eri was earlier than expected since at the patient's last device check approximately (B)(6) months ago, the battery voltage was 2.83 v and the CT was 6.1 seconds. Boston scientific technical services (ts) advised device replacement, which it was noted was being scheduled. No adverse patient effects were reported.

Event description:
Additional information was received that this device was explanted due to battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was explanted. No further information is available. This report will be updated if more information becomes available.